Event description:
Removal of endosseous dental implant. Implants were placed on (B)(6) 2011 (type I-11 bone). Primary stability was achieved and osseointegration was not achieved. The implants were removed on (B)(6) 2011. Patient was asymptomatic. The patient's medical history reveals no significant findings.